Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed at the maximum flow rate of 6ml, and the flow rate of the device was found to be within specification. Continuous flow was observed during the functional flow rate test. The reported condition was not verified. The device was found to operate per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume multirate infusor did not flow during infusion. This event involved a patient with no patient consequences. No additional information is available.